Event description:
Additional information was received from rep stating they were not sure if the ins reached over discharged state. They sat and charged for over 2 hours. They got an excellent connection but never got charged enough to be able to interrogate it. Patient had to leave before resolved. The replacement handset and communicator is yet to receive their place and information has been confirmed by the physician.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from rep and said the pt had not charged their ins in awhile and now, the mdt rep. Was trying to get he pt charged again. Mdt rep. Suspected the ins was in over discharge. Today, mdt rep. Met with pt and was charging for about 1.5 hours, but mdt rep. Did not know how good the quality of the charge was and was not able to get a status update of the ins because the pt's handset was unresponsive even though it had been charging for 30 minutes. Mdt rep. Said they had charged the communicator for 30 minutes or so and the red light came on when charging the communicator, but the communicator was also unresponsive when unplugged. Tss suggested using the recharger app on the tablet to connect to the recharger to see a status update. Mdt rep connected to recharger and saw that the ins had excellent coupling but the ins was not providing a status update. Tss suggesting continuing to charge ins. Tss requested replacement handset and communicator from repair.